Manufacturer narrative:
The lot code provided was invalid and no additional information was provided. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. The device history review and complaint history review were not performed as the reported lot was not valid. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Patient presented with hip pain so cup, head, and stem were extracted.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient presented with hip pain so cup, head, and stem were extracted.